Event description:
Insulin gauge reportedly displayed an unexpected amount compared to expectations. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reload the cartridge and deliver a bolus, which resolved the fill estimate issue, indicating that the discrepancy between the displayed and expected values was corrected.